Event description:
Patient representative reported for unknown side "patient has been diagnosed with bia-alcl". Histopathological markers cd30+ and alk- have not been received. Device has been explanted.

Manufacturer narrative:
Date of diagnosis of alcl: (B)(6) 2022. Clarification for d1: reported sn for left side: (B)(4); lot number: 2160490, reported sn for right side: (B)(4); lot number: 1738453. Since the affected side was not reported, only the catalog number has been populated in the report. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (Dhrs have been requested for both lot numbers). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient was diagnosed with bia-alcl (histopathological markers are not reported).